Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) broke during normal use. The protective sheath was pierced. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the fault is located at the orange and grey area of the instrument shaft, no mention to damage at the tip cover. Additionally, there was cable breakage noted.